Manufacturer narrative:
B5-additional information: the reporter states the lens was implanted (B)(6) 2021. On (B)(6) 2021 the lens was removed. At a later date an alternate lens was successfully implanted and the problem was resolved. The cause is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
B5-corrected information: per reporter the lens was not implanted. It tore prior to implant. D6a, 6b-previously reported in error. Claim# (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Date of event: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 13.7mm vticm5_13.7 implantable collamer lens -13.5/+5.5/148 (sphere/cylinder/axis) into the patient's right eye (od),it was torn. Lens stuck in cartridge or injection system is also reported. There was no patient contact with the lens. The cause of the event is reported as both user error and unknown, the reporter saying the lens was torn in the delivery system. An alternate lens was later implanted and the problem is resolved.